Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an error: occlusion check infusion line. The occlusion recurred several times since the pump has been returned from repair. There was no reported patient involvement.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that problem with occlusion alarms was verified and duplicated by plunger travel test as device displayed many occlusion-check infusion line alarms. Also found many occlusion-check infusion line alarms from alarm history, the probable cause is mainboard. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.